Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the heartstart xl+ was frozen with a system equipment failure message following a failed op check. There is no indication of negative patient impact.